Manufacturer narrative:
Actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that there was an air leak where the hose and handpiece meet on the motor device. There were no delays to the planned surgical procedure. A spare device was not available for use. The motor device was used to successfully complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.